Event description:
Customer received a reading of 171 mg/dl from her freestyle meter and a 313 mg/dl from the dr's meter. The customer was admitted into the hosp to regulate her blood sugar and her cancer. She was dehydrated and her blood sugar level was high. She was treated with IV dextrose and her blood sugar stabilized. Customer also stated that the meter was set with incorrect unit of measure. She stated that she had been medicating herself based on the readings she received from her meter.